Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, an inserter for titanium elastic nail appeared to ¿cold weld¿ making it unable to open properly. When during insertion of the nail onto the inserter, the instrument worked. The malfunction occurred when the surgeon changed the nail. The surgeon was unable to use the inserter for the remainder of the procedure. There was no surgical delay or patient consequence reported. Concomitant device reported: unknown titanium elastic nail (part # unknown, lot # unknown, quantity 1) this report is for one (1) inserter for ti elastic nails this is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: description of event or problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon did not change the nail. The technique used by the surgeon required two (2) nails. The surgeon was, therefore, unable to use the inserter for the remainder of the procedure. The fault was in the instrument only; not the implant. The procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number h3, h4, h6: device history records review was completed for part: 359.219, lot: l152124. Manufacturing location: selzach, release to warehouse date: dec 15, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. The inserter for ten (titanium/stainless steel elastic nail system) is in a used condition. There are hammer marks on top, the knurled surface of the chuck has visible marks of a tool, the outside of the three jaws has stress marks. The functional test has shown that the chuck can be easily opened and closed. During the movement a squeaking and slight resistance was detected. Both did disappear after the chuck was lubricated. Before the lubrication a function test was made with a guide wire and it was possible to tighten and loosen the chuck without any issues. The complaint could not be replicated with the device in the returned condition. The received inserter is functional as required, it was not possible to replicate the complaint condition. Therefore this complaint is rated as unconfirmed. The cause of the complained malfunction cannot be defined based on the provided information, especially as it is not clear when the "cold weld" occurred, if this was with a nail in the device or if this was during the free movement of the chuck. The visible marks on the knurled surface of the chuck indicate that once a tool was used, but is cannot be defined if this was to tighten or loose the chuck. Lubrication may have played a certain role, as the squeaking and the stress marks at the outside of the jaws are an indication for insufficient lubrication. In this relation the important information leaflet with following statement in the reprocessing section: lubricate instruments with moving parts, such as hinges and joints, spring-loaded ball bearings, and threaded parts. It is recommended to lubricate and maintain synthes instruments with synthes special oil only. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.